Manufacturer narrative:
Date returned to manufacturer.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the roller at the distal end of the hf resection electrode is detached. This damage is most likely caused by either selecting incorrect electrical parameters at the electrosurgical generator or by using the hf resection electrode over a long period of time. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure, the roller at the distal end of the hf resection electrode broke off and fell inside the patient. However, no fragments remained inside the patient since they were reportedly retrieved. No further information was provided but there was no report about an adverse event or patient injury.